Event description:
Following a treatment on the face, the patient complained of "fat tongue" feeling that indicates that the tongue is numb. After 6 weeks the condition has not resolved.

Manufacturer narrative:
Cynosure technician inspected at the initial installation and the system was performing to specification. During the first treatment with the system the patient was injected in 3 places with lidocaine to numb the area. The root cause of this situation is most likely related to the pre-procedure administration of local anesthetic. There was no malfunction of the device. This report is being filed because the numbness has not resolved after 6 weeks and may be a permanent condition.